Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received: the reported issue occurred around hour 90 of the infusion so customer believes the air would have come from the cadd bladder. No issues were reported at connection. The customer stated that blinatumomab (blincyto) 36.87mcg blincyto stabiliser 5ml in sodium chloride 0.9% cadd cassette.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has air issues during infusion. These were for 3 different patients. Required home nurse visit to resolve air issues on day following connection. There was patient involvement, and no patient harm/adverse event reported.